Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 440 mg/dl - "high"; although specific value was not provided. Cause was not known. A correction injection was delivered to address the bg. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was over 400 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the high bg issue could not be verified.